Manufacturer narrative:
Follow-up # 2 ¿ (03/13/2015). The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by the customer care advocate (cca) during a follow-up call with the patient. The patient reported that the alleged error 4 message first occurred ¿after (B)(6)¿. The patient manages her diabetes with insulin (self-adjuster). The patient reported on an unspecified date and time that she ¿exercised, shoveling the snow¿ and that she had to guess here insulin dose as she was unable to obtain a reading. The patient stated that she administered ¿novolin rge 30/70¿ as part of her diabetes regular regimen. ¿about 3 days ago at, about 2am¿ she awoke and obtained a reading of ¿2.20 mmol/l¿. The patient self-treated with food. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the test strips had been stored incorrectly. The cca walked through a retest with the patient and the issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product for evaluation. If the product is returned, lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 2/27/2015 and evaluated by lifescan product analysis on 3/3/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.